Event description:
It was reported that insulin drips were not observed to be exiting the tubing during the load fill process. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was address by a manual insulin injection and did not require assistance from a third party. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed.